Event description:
The hosp reported that at the beginning of an endoscopic vein harvesting procedure, the c-ring and scope wash tubing broke as the harvester was pushing the device into the short port blunt tip trocar. The piece that broke off consisted of half of the c-ring and a portion of the tubing. No foreign material retrieval was necessary because the harvester had not entered into the pt's leg, yet. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation it will be difficult to confirm the reported problem. A lot history record review was completed for the product, there was no nonconformance associated with the lot number. (B)(4).